Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that during an abdominal hysterectomy, the device has been used numerous times and then the jaws could not be re-opened while applied to tissue. The surgeon resected the tissue directly adjacent to the jaws in order to remove them. The surgeon opened another instrument in order to complete the procedure. There was no reported pt injury.